Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was unable to be flushed. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was not known.

Manufacturer narrative:
The reported event of unable to flush during procedure was confirmed. As received, a complete lead was returned in one piece for analysis. The water was flushed inside the lead and found restriction/obstruction at the distal tip. The cause of the reported event was isolated to the inner coil clogged with blood/tissue.